Manufacturer narrative:
Block b3: the event date was approximated to (B)(6) 2017 (implant date) as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: (B)(6) diagnosed the mesh exposure. The mesh implantation was performed by a different physician. Blocks f10 and h6: patient code of 1750 captures the reportable event of extrusion. Block g3: mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the physician. Block h10: the complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a mid-uretheral tape procedure performed on (B)(6) 2017. According to the complainant, after the procedure, the patient has been feeling the "wires" in her vagina and her husband is getting the same sensation during sexual intercourse. Subsequently, the patient was referred to another physician two years after the device implantation and was diagnosed with mesh exposure. The patient's current condition was reported to be fine.

Manufacturer narrative:
The event date was approximated to (B)(6) 2019, the date the complaint was first reported to bsc, as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Hra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the physician. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a mid-uretheral tape procedure performed on an unknown date. According to the complainant, on (B)(6) 2017, the patient experienced mesh exposure.